Event description:
The handpiece was returned to the manufacturer for service, and during the investigation a substance leaked over the handle. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. During the investigation a leaking condition was found. Based on the investigation details, service replaced all suggested parts and did a clean, lube, and adjust to the device. The handpiece was repaired and returned to the customer.